Event description:
Medtronic received a report that a microcatheter and hypergilde balloon encountered resistance in the proximal section of the navien and the hyperglide balloon ruptured. The patient was undergoing surgery for treatment of a carotid cavernous fistula (ccf). It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a 10mm diameter. It was reported that the operator used navien to establish the access pathway. A microcatheter and balloon catheter were then advanced through the navien. Resistance was encountered during advancement, with a tendency for the devices to become stuck, and collapse/narrowing of the proximal navien was observed. The operator requested replacement of the navien. After the balloon was positioned, a 1:1 mixture of contrast medium and normal saline was injected. Shortly after inflation, the balloon ruptured spontaneously. The operator replaced the balloon and the procedure was completed. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.